Event description:
As reported per the edwards field clinical specialist (fcs), the first valve was deployed successfully via transapical approach. After deployment it was noted on fluoro that there was good placement, with no central aortic insufficiency (cai) and no paravalvular leak (pvl). The team then noticed that the guide wire was caught between the sapien valve and the native annulus. The wire had been looped between the valve and native annulus during valve deployment. The wire was successfully removed; however, after removal, there was moderate to severe pvl. The valve was post dilated; however, there was still moderate to severe pvl, so a second valve was prepped and deployed in the same position. This left very mild pvl and no ai. The patient left the room hemodynamically stable and was transferred to ICU.

Manufacturer narrative:
Per the instructions for use, paravalvular leak is a potential adverse event associated with bioprosthetic heart valve and the transcatheter aortic valve replacement (tavr) procedure. The edwards sapien retroflex 3 transfemoral delivery system training guide instructs the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. In addition, the patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to paravalvular leak, including device malpositioning, inaccurate measurement of the native valve annulus, improper valve sizing, and uneven distribution of calcium on the native valve. In this case, the cause of the pvl is secondary to the removal of the wire that was looped between the valve and native annulus during valve deployment. The pvl was successfully corrected by deployment of a second valve. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.